Manufacturer narrative:
Analysis of the archival sample was conducted on (B)(6) 2017 for compliance with the parameters established in product specifications zn-2014/htl- 810.02 , rev. 6. No deviations such as bent needles, non-axiality or others which could cause the defect under complaint were observed. No deviations were observed in the archival sample which could cause the defect under complaint - the product meets the requirements of product specifications.

Event description:
Caller said several pen needles have bent needles. When looking inside the needle, the bottom needle is bent, and unable to prime the needle. Lot number w46za9 - 32g - 5/16 of an inch. Blue stripe on package.

Manufacturer narrative:
Analysis of the archival sample was conducted on 2018-01-15 for compliance with the parameters established in product specifications zn-2014/htl- 810.02 , rev. 6. No deviations such as bent needles, non-axiality or others which could cause the defect under complaint were observed. No deviations were observed in the archival sample which could cause the defect under complaint - the product meets the requirements of product specifications. On 2018-01-19 samples from the customer were obtained. No deviations were observed during the customer sample testing. Such bending of the device-side needle, which was complained, can be obtained by incorrect, non-axial screwing of the needle on the device. In the samples provided, no other defects in details or assembly defects that could give rise to the issue under complaint were found. Corrected data: this outcome provided in the initial report do not relate to the malfunction which was reported. Reported product was not reprocessed or reused on a patient.

Event description:
Caller said several pen needles have bent needles. When looking inside the needle, the bottom needle is bent and unable to prime the needle. Lot number w46za9-32g-5/16 of an inch. Blue stripe on package.

Event description:
Caller said several pen needles have bent needles. When looking inside the needle, the bottom needle is bent and unable to prime the needle. Lot number w46za9-32g-5/16 of an inch. Blue stripe on package.

Manufacturer narrative:
Analysis of the archival sample was conducted on 2018-01-15 for compliance with the parameters established in product specifications zn-2014/htl- 810.02 , rev. 6. No deviations such as bent needles, non-axiality or others which could cause the defect under complaint were observed. No deviations were observed in the archival sample which could cause the defect under complaint - the product meets the requirements of product specifications. On 2018-01-19 samples from the customer were obtained. No deviations were observed during the customer sample testing. Such bending of the device-side needle, which was complained, can be obtained by incorrect, non-axial screwing of the needle on the device. In the samples provided, no other defects in details or assembly defects that could give rise to the issue under complaint were found.